Event description:
It was reported that the insertable cardiac monitor (icm) was explanted and replaced due to loss of telemetry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the event is a duplicate event and was reported in us regulatory report (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).